Manufacturer narrative:
There is no connection that can be made at this time between the reported postoperative complications and any problem / defect with the phasix st mesh used to treat the patient. As reported there has been no surgical intervention. At this time, no definitive conclusion can be made. Recurrence is a known inherent risk of hernia repair surgery. Regarding recurrence the warning section of the instructions-for-use states, "to prevent recurrences when repairing hernias, phasix st mesh must be large enough to provide sufficient overlap beyond the margins of the repair/primary closure. Careful attention to mesh fixation placement and spacing will help prevent excessive tension or gap formation between the mesh and fascial tissue. A review of the manufacturing records was performed and found that the lot was manufactured to specification. If additional information is provided, a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It was reported to davol that a patient who is part of a clinical study experienced a hernia recurrence. (B)(6) 2016 - the patient underwent implant of the phasix st mesh during a robotic assisted laparoscopic ventral hernia repair. The postoperative diagnosis per the operative report states there was an incarcerated ventral hernia, an umbilical hernia with diastasis recti, and cystic areas of the mesentery of the small bowel. Per anesthesiologist: the patient has poorly controlled diabetes mellitus and was hypertensive during the surgical procedure. (B)(6) /2018 - the patient is reported to have a recurrent hernia, diagnosed via physical exam. The adverse event of hernia recurrence has been assessed as possibly related to the device and possibly related to the procedure. As reported there is no surgery planned or scheduled at this time.